Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller needed a rep because the patient's ins was close to depletion. Technical services looked at the patient's system and noted that their ins should last until 2026. Technical service had the caller check with the doctor, and the they stated that they wanted a rep because the patient's ins had taken longer, and longer to charge starting in (B)(6) 2020. Technical services provided the national answering services number, so they could page a rep. No symptoms were reported.